Manufacturer narrative:
No product was received for evaluation. Three pictures were provided for review by the customer. One photo showed a disconnected syringe and a cap and the other two showed the front and back of what appeared to be a new rapidlyte syringe. The complaint of cap coming off and leaking could not be confirmed based on the provided images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number was provided by the customer.

Event description:
It was reported that there was leaking after the patient's blood was collected. The cap came off and started leaking after a short time and the caps no longer fit together. The issue has been resolved after changing to a different new syringe. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.